Manufacturer narrative:
D3 - updated h3 and h6 ¿ updated one suspected device was received for evaluation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Upon visual inspection, bent was noted on the cannula base. No additional damage or anomalies were observed. Occlusion test was performed by using hydrostatic pressure pump to insulin tube and base. Flow was successfully established. The customer complaint was confirmed. The probable cause is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient never received a line blocked alarm but experienced a high blood glucose of 434 mg/dl, and following a cassette and infusion site change, it was discovered that the cannula was bent. An insulin injection was administered to correct the blood glucose issue.